Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro small piece of plastic came off device and was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected section: d-10 return to manufacture date. An incomplete device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. Only a container containing a white shred of material returned for evaluation. No harvesting device or cannula was returned for evaluation. Although the peeled material was returned to the factory, we are unable to confirm where the material came from. Based on the condition of the device as found, the reported complaint was not confirmed for "peeled jaw".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro small piece of plastic came off device and was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.